Event description:
It was reported that the 2600 system had an interlock broken error message and the table top would not move. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The foot switch was replaced and the table top cleaned and lubricated during the service call. The system was tested and found to be working as intended, and put back into service.